Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases. A leak test was performed which identified no leakage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Healthcare professional additionally reported events of "overinflated 360cc implants inflated to 460cc, deformity, and displacement of implant low and bottomed out." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Device remains implanted.